Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had general complaint of backflow issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint from clinicians noticing backflow at the trifuse connection from lipids into a line with a continuous drips running at a slow flow rate. Although requested, the customer was unable to provide details of any specific events. There was patient involvement, but no harm reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint from clinicians noticing backflow at the trifuse connection from lipids into a line with a continuous drips running at a slow flow rate. Although requested, the customer was unable to provide details of any specific events. There was patient involvement, but no harm reported.